Manufacturer narrative:
One unused sample with lot number 1913448464 was received for evaluation. The visual inspection was performed according to procedure however, based on the visual and functional evaluation, the issue reported by the customer was not confirmed as balloon was able to deflate; water came our normally. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The condition reported by the customer was not confirmed. No conditions were found in the sample received. The sample were found to perform according to quality specifications. Based on the available information, confirmed, an action plan is not considered necessary as the sample received are within specification. We will continue to monitor the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the balloon is unable to deflate. The issue was found before use.